Event description:
It was reported that a patient received an inappropriate shock for an episode of ventricular fibrillation caused by post-sensed t-wave oversensing. Programming changes were made. The were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.